Manufacturer narrative:
It was reported that the proximal line alarm was disconnected. Per good faith effort (gfe) response received on 14may2026, the biomed confirmed the reported issue could not be duplicated. No further information provided. The customer was unable to duplicate the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The issue was determined to be a not confirmed malfunction, as the device met all required specifications during verification testing and no internal device failure was identified. The reported proximal line alarm disconnect could not be reproduced during evaluation. Comprehensive diagnostic testing confirmed full compliance with operational requirements following testing of the device for the reported issue. This determination is based on the absence of verified device failure, successful performance verification, and the inability to isolate a definitive internal root cause.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that there was a proximal line disconnected alarm. It is unknown if the unit was in patient use at the time of the reported issue. There was no patient or user harm reported. The unit was tested by a biomedical engineer, but the reported issue could not be duplicated. Further testing is in progress.